Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information was requested and the following was obtained: when was it noticed the tip of needle broke? Pre-op- while in package noticed upon dispensing ? Or intra-op- during use? Intra-op during use. Was procedure completed successfully? And how? Used needle from another box with another lot number to complete case. No patient harmed. Any sample available to be returned for evaluation? No sample returning. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During surgery, the tip broke off the needle when put into the sponge holder. Once removed, the tip remained in the sponge. There were no adverse patient consequences reported. No additional information was provided.